Event description:
Home hemodialysis pt reports two incidents in which the arterial chamber blood level dropped. This occurred during the first 10 mins of treatment over the course of 2 days. No air was visible entering the circuit and all connections were found to be secure. In both incidents the extracorporeal circuit was discarded resulting in ebl 250cc. No pt injury or need for medical intervention is reported,